Event description:
A customer stated that when they use excel off brand reagent strips their blood glucose measurements have been "crazy". Customer stated that back to back testing have the following results 45 mg/dl - 172 mg/dl and 210 mg/dl - 35 mg/dl. Customer also stated taht in 2002 they received a result of 215 mg/dl, took insulin and within 15 minutes their blood sugar was 50 mg/dl. The difference in these results and the insignificant time defferences between testing represent significant clinical risk. While on the phone a review of the system was attempted. The customer did not have the check strip to verify the electronics of the system. The customer was also informed that bayer does not provide or support the use of an off brand reagent. Additional supplies are being sent to the customer for further follow-up.